Event description:
Post market surveillance study. It was reported that during a coronary artery drug eluting stenting procedure, a dissection occurred. The index procedure treated a 90% stenosed, 3.0x70mm proximal rca (right coronary artery) lesion and a 90% stenosed, 2.5x25mm r-pav (right posterior atrioventricular) lesion. The proximal rca lesion was predilated with a 3.0x18mm balloon and three taxus express2 drug eluting stents were placed (3.0x32mm, 3.5x24mm, and 3.5x20mm) and post dilated. Intravascular ultrasound (ivus) confirmed the placement of the proximal pca stents. The r-pav lesion was predilated with a 2.5x20mm balloon and a 2.75x28mm taxus express2 drug eluting stent was placed. A dissection occurred and another MFR's bare metal stent was used to treat the dissection. The pt was discharged two days post procedure on asa and plavix. The physician reported the event was possibly related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.